Event description:
Customer reported an issue with the dpm 6/7 monitor's mpm module, which may have affected ECG monitoring. No patient injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of the unit's front panel. Unit was safety tested to factory's specifications.